Event description:
It was reported that on late evening of 5th august, the renasys touch indicated ¿blockage¿ warning. The issue was completed with changing to new soft port, which is a backup consumable from smith and nephew. There was no patient harm or injury reported. There was no delay in renasys touch treatment since the device still continued to deliver suction.

Manufacturer narrative:
H3, h6: the device used in treatment was not returned for evaluation, all provided information has been reviewed and we have not been able to establish a relationship between the reported event or determine a root cause. Probable root cause may include kinks leaks blockages, instructions for use offer further guidance. A review of the manufacturing records found that there was no evidence that the product didn¿t meet specifications at the time of manufacture, complaint history review found other related events. This investigation is now complete with no further action deemed necessary at this stage. Smith + nephew are taking further actions relating to the failure reported and continue to monitor for adverse trends.